Event description:
The customer reported that the multigas unit was giving an incorrect reading. No patient harm reported.

Manufacturer narrative:
Details of complaint: the customer reported that the multigas unit was giving an incorrect reading. The customer stated that the gas unit was warmed up for over an hour and they replaced the sampling line multiple times, but it was not producing accurate readings. The device has been returned to nihon kohden, however the device evaluation was not available. Service requested / performed: evaluation / repair: the investigation conducted under (B)(4) concluded that for gf-210ra revision cb and onward with sensor unit cd-314p revision 2 (serial numbers (B)(6)) needed a firmware upgrade. Revision 2 of cd-314p utilize a new pump with a slight difference in specification. The sensor unit detects this small difference and outputs as a gas device error. The countermeasure is to perform a firmware upgrade. Investigation summary: inaccurate values: inaccurate values are related to the setup of the gas measurement system, including sampling line, connector, water trap maintenance, and the gas administering device. As the evaluation of the device is not available, the root cause for inaccurate readings is most likely related to improper set-up of the gf-210ra, use of unspecified components, lack of preventive maintenance, third-party devices, or normal wear and tear. Corrective action is addressed in CAPA 19-016.

Manufacturer narrative:
The customer reported that the multigas unit was giving an incorrect reading. No patient harm reported. The customer stated that the gas unit was warmed up for over an hour and they replaced the sampling line multiple times, but it was not producing the accurate readings. The device has been returned to nihon kohden and is awaiting evaluation. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
The customer reported that the multigas unit was giving an incorrect reading. No patient harm reported.